Event description:
It was reported to philips that the heartstart mrx defibrillator had a failure in paddles when performing a discharge during testing. There was no patient involvement.

Manufacturer narrative:
(B)(4).